Event description:
It was reported that a shaft break occurred. A 15mm x 3.50mm wolverine coronary cutting balloon was used but broke due to resistance of the lesion during forward pressure. The device was removed from the patient and the procedure was completed. No patient complications were reported and the patient status was stable.